Event description:
Report received from baxter states an overinfusion occurred in which 95ml of solution was delivered in 24 hours via an epidural infusion. The device contained buprenorphine hcl and normal saline. Reporter states no pt injury resulted.